Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with two unknown mentor saline breast prostheses that deflated after implantation. Right side deflation was not as pronounced as it was on the left. As a result, the patient had the devices removed and replaced with mentor smooth round moderate plus profile 500cc saline breast implants on (B)(6) 2018. This medwatch form is for the right side device.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with two unknown mentor saline breast prostheses that deflated after implantation. Right side deflation was not as pronounced as it was on the left. As a result, the patient had the devices removed and replaced with mentor smooth round moderate plus profile 500cc saline breast implants on (B)(6) 2018.   The device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 5.0 cm was observed on the anterior aspect and extending to the posterior aspect, ending within the crease. No other anomalies were discovered.    The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing.    Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).